Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting the o-ring and pneumatic tap area, cleaning the tap, and reattaching the cartridge. The customer successfully completed the load process and resumed insulin delivery.